Event description:
It was reported that the patient vibrator alert indicated eri. No telemetry could be established. The device was not pacing. The patient was externally paced and inserted a temporary pacer. The next day prior to change out, the device was found in a backup vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported anomaly was due to a low battery voltage. The device charged over 127 maximum voltages and there was a high bi -ventricular pacing percentage. The device entered back-up vvi on 5/25/10 and the device had recorded at least 60 stored egms for fib detection. The cause of the backup vvi was ultimately the below end of service battery voltage. The device had been implanted for over 35 months. The battery depletion is normal considering the use recorded by the device.